Event description:
Healthcare professional reported patient had .5 kg removed above the goal set. Patient was asymptomatic except orthostatic hypotension was noted. Since this event, healthcare professional noted that it appears this patient has the proper weight removed in less time than the goal set on a regular basis. Healthcare professional has started giving the prime solution to the patient. As of 3/10/99, pt. Has had no medical intervention necessary and continues to be asymptomatic.